Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Physician stated that the infusion set that he used is not appropriate for his body type. Troubleshooting was not performed at the time of call.